Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. For the power does not turn on malfunction a definitive root cause was not identified for the complained device, however based on the results of the investigation, the probable cause of the malfunction would likely be related to a damage to the power unit. For the electrical connector on printed circuit board is damaged malfunction a definitive root cause was not identified for the complained device, however based on the results of the investigation, the probable cause of the malfunction could not be identified. For the damaged manifold malfunction, a definitive root cause was not identified for the complained device, however based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the insufflation unit exhibited power does not come on due to damaged power supply, electrical connector on the printed circuit board was damaged and manifold unit was damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegations reported in b5. Should additional relevant information become available, a supplemental report will be submitted.